Manufacturer narrative:
Per evaluation findings by the manufacturing site: most likely cause: the life cycle of the item has expired, as the item is 11 years old according to the lot code. In addition, it is possible that the absorption of forces is no longer 100% at a high age, which can lead to the product giving way more quickly due to overloading. Furthermore, it is probable that overloading has caused mechanical damage, e.g. A small crack, which could have led to breakage. It is also likely that the material has been damaged over the years due to the many uses. The life cycle/reprocessing cycle is therefore described in the reprocessing instructions under point 11 as well as under point 11.1 function check. As well as there are warnings in the IFU regarding overloading. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that the clickline forceps insert broke inside the patient during the laparoscopic cholecystectomy procedure. The forceps broke at the working handle, right at the jaw hinge. Both ends of the jaw broke off. All pieces were removed successfully and confirmed using x-ray. The procedure was finished successfully and there was no report of patient injury.

Manufacturer narrative:
The reported device is pending return for evaluation. Once the reported device is returned and the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).